Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the indigo system aspiration catheter 6 (cat6) was ovalized upon removal from the packaging. The damaged cat6 was found prior to use and therefore, was not used for the procedure. The procedure was completed using an indigo system cat5 aspiration catheter (cat5).

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.